Event description:
It was reported that the clinical study patient underwent an indirect decompression spacer replacement procedure due to an unknown reason. During the procedure the physician was unable to remove the spacer due to scar tissue, therefore, the spacer was left implanted and the procedure was discontinued. No further information has been able to be obtained.